Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, pain, granulomas, swelling, and bony nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction.

Event description:
Healthcare professional reported about 3 weeks after injection in the lips with juvéderm volbella® xc patient developed painful nodules in the lips. Healthcare professional injected an enzyme to remove the filler but treatment was ineffective. The next time the patient was seen kenalog was injected into 4 of the nodules with some improvement. Healthcare professional believes symptoms simulate granulomas in the patient¿s lips with diffuse swelling, pain, and nodularity of the upper and lower lips. One month after symptom onset, the patient developed another nodule under their left eye. Healthcare professional reported this nodule was bony and did not believe it was related to lip nodules. The patient also reported a new bump located on their foot. The patient developed a sinus infection in the week prior to injection and was treated with antibiotic, which was still being taken at the time of injection.